Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of blank display, failed battery test and battery out limit alarm from the insulin pump. The customer's blood glucose reading was around 212 mg/dl. The customer tried numerous batteries and the pump still alarmed failed battery test. The customer was advised that if the alarm is not cleared, the failed battery test will recur with each new battery inserted. The customer stated that there was a blank display. The customer was advised to insert new aaa alkaline battery. The customer stated that the display returned. The customer stated that there was an empty battery and circle with dots. The customer will be sent a replacement battery cap.